Event description:
An operator stuck her arm through side of a multi-tier basket while using the conveyor to load the basket into a reliance washer. The operator¿s arm became stuck between the basket and the washer door resulting in a bruise to her arm. The operator took two days off from work.

Manufacturer narrative:
A steris technician investigated the operation of the door and the conveyor, which were both operating properly. The steris technician talked with the central supply director who stated that a staff meeting on how to operate the machine was being scheduled. The steris technician offered to set up an in-service to prevent similar incidents. An in-service was tentatively scheduled. In a conversation on april 26, 2009, the director cancelled the in-service, as he believed they did not need it. The director said that the injury was slight, and the operator acknowledged that she should not have had her hands where they could be caught by the door or any other moving part.